Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the smaller balseal post was chipped and the spring was missing. Furthermore, the larger balseal spring was deformed. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Email received from cssd department at (B)(6) hospital with a list of broken instruments. All instruments remain in one piece. Instruments have been received and investigated.